Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation has transitioned to a new complaint handling system april 2017. During this transition period, we continue processing complaints in our legacy complaint handling system (chs) along with processing new complaints in our new chs. As a courtesy, we are letting you know and you can expect two (2) different patient or manufacturer reference numbers during our transition. See below for these references: legacy system: (B)(4) -xxxxxx - existing format will eventually be phased out once all complaints are closed out in the legacy chs. New system: cn-xxxxxx format will become the standard once all new complaints and regulatory submissions are managed in the new chs.

Event description:
It was reported the patient had to go to the hospital due to her blood glucose reading greater than 13.9 mmo/l (> 250 mg/dl) with ketones present. The pod was worn between 4 and 24 hours. At the hospital they monitored her bg¿s, ketones and administered correction boluses of insulin with a new pod.